Event description:
It was reported that infection was observed. It is unknown what type of infection was observed. Device and leads were explanted. No new device and leads were implanted. Patient was stable prior, during and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.